Manufacturer narrative:
The complaint of helix mechanism issue was confirmed. The reported event of helix damage was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged with blood/tissue. No anomalies were found.

Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that the helix of the right ventricular (rv) lead was broken and could not rotate properly. The rv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2024. The patient was in stable condition.